Event description:
The customer reported system check failure while performing weekly system maintenance involving the access 2 immunoassay system. The customer performed system troubleshooting but the issue continued. The customer indicated patient results were not impacted. There was no patient consequence associated with this event. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) determined that a fitting on the top of the substrate cap was loose. The fse replaced the cap assembly with a new assembly and resolved the reported issue. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, the likely cause of the event is attributed to the loose substrate cap fitting. (B)(4).